Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed no signal on boot up. No patient was present. The probable causes were supposedly the computer, power supply, and cmos.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r; product ID: 9735672; product ID: 9735672, h6: multiple annex g codes were coded for this event. G02007 was coded for the computer 9735225r rollingstone s7 rfrb. G02002 was coded for the repl kit 9735672 cmos battery. H3, h6: the system was serviced in the field and the computer was replaced. B01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, lot/serial #: (B)(6) h3) the computer was returned to the manufacture for analysis. The computer boots normally to the application screen. The installed programs start and run normally. No "no signal' messages were observed. The computer has a failing hard drive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.